Event description:
The lay-user/patient alleged that the buttons on the keypad do not respond. There was product misuse. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be swollen. The "up/down/ok/contrast" keypad buttons are intermittently responding and requires excessive force to activate during testing. The keypad was removed for further investigation. During a visual inspection, the "up/down/ok" key contacts are misaligned, the "contrast" key contact is inverted. The "up/down/ok" key contacts becomes inverted when pressed and do not always spring back. There was evidence of keypad adhesive found under all key contacts.